Event description:
Information was received indicating that, during the use of a smiths medical cadd administration set, issue with "flowing of antibiotics between tubing and filter" was noted and the patient had to return to emergency. Subsequently, therapy with the pump was stopped. No patient injury was reported.